Event description:
It was noted that during a thrombectomy treatment procedure, air bubbles were present in the catheter. The target lesion was located in the right posterior tibial artery. An angiojet® solent¿ dista catheter was selected. The physician did not use any lytic agent due to the fresh bypass that was completed three weeks prior. The catheter was successfully primed and advanced over a 0.14mm non-bsc guide wire. The true seal valve was pulled out to seal the guidewire. Thrombectomy was started; however, a big air bubble was present in the catheter. The physician pushed in the trueseal, but big air bubbles were still sucking through. It was noted that the air bubbles were as big as about 5cm long mixed with smaller ones. The trueseal was pulled back out. The catheter was primed again without the guidewire and no air bubbles were noted. Thrombectomy was started again and big air bubbles were still sucking into the bag. No air bubbles were infused into the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).